Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and found that the hose clamp connected to the recirculation pump loosened allowing water to leak out onto the floor. The technician replaced the hose clamp, tested the unit, and confirmed it to be operating according to specification. The unit was manufactured in 2006 and is under steris service agreement. No additional issues have been reported.

Event description:
The user facility reported that the reliance synergy washer was leaking water onto the floor. No injuries were associated with the reported event.